Event description:
A stent broke into two pieces upon removal following an eswl procedure. Follow up revealed the stent was being removed post eswl with reusable graspers. Upon grasping the bladder coil, the stent broke into two pieces. Retrieval of the detached segment was uneventful. The pt's condition is good. The device was rec'd , evaluated and retained by this MFR. The engineering eval indicated the stent was rec'd in two pieces. The extrusion fractured approx 9.5cm from the proximal pigtail at a sideport location. The point of separation was very jagged and slightly elongated. The extrusion was pliable. Although the account did not indicate any type of resistance was encountered, this device displayed characteristics consistent with continual exertion against resistance, elongation at the pont of separation. No other anomalies were noted. Therefore, co believes user technique and/or pt anatomy may have contributed to this event. Co do not attribute this event to the device.